Manufacturer narrative:
Qc is run once daily and was recovering within range at the time of the event. System checks were all passing within specifications. Service was offered but declined by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low free t4 (frt4) results generated by the access 2 immunoassay system for multiple patients. Upon repeat, the results were higher and crossed clinical reference ranges. Data for 2 patients was provided by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.